Manufacturer narrative:
Device lot number and serial number, unavailable. No part was returned for evaluation. Device manufacture date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument outside of procedure. It was reported that the vertek arm was locked up/jammed.